Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a "no message" alarm during pre-use check. The alarm was able to be cleared after detaching the cassette from the pump and reattaching it. The alarm recurred some days later. The pump was replaced. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd medication cassette was returned for analysis in used condition without its original packaging along with an extension set (part number and lot number unknwn). Visual inspection showed the extension set was cut. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Functional testing involved connecting the sample to a cadd legacy plus pump and showed the sample primed fully, connected without difficulty and did not activate any alarm on the pump. A review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality check process were being properly followed. Based on the investigation, the complaint allegation was not confirmed.